Manufacturer narrative:
H6: added 2892, 1383. On august 10, 2021, a log history review was performed. It was indicated that the customer received a power source alert. Additionally, the log history indicated that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
Added 2892, 1383.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.